Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 125 mg/dl compared with the sensor glucose reading of 63 mg/dl. The customer stated that the insulin pump would alert sensor end and the sensor would quit working before the expected 6 days. She also noted that the insulin pump would wake her up to notify that her sensor glucose was low when the blood glucose was not. Advised the sensor appeared to be responding to changes in glucose. Advised the customer to monitor the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.